Manufacturer narrative:
(B)(4).

Event description:
It was reported that during knot tying the device split along the long axis. All pieces of the damaged device were removed and a backup device was available to complete the procedure. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated. Due to not having a lot number available the manufacturing review could not be performed. (B)(4).